Event description:
It was reported that during ventilator treatment in nava (neurally adjusted ventilatory assist) mode, an alarm for edi catheter failure was generated. The patient desaturated to 50% and became bradycardic. The edi catheter was replaced, and the patient stabilized. Final patient outcome was no harm. Manufacturer¿s ref #: (B)(4).

Manufacturer narrative:
It was claimed that during ventilator treatment in nava (neurally adjusted ventilatory assist) mode, an alarm for edi catheter error was generated. The patient desaturated to 50% and became bradycardic. The edi catheter was replaced, and the patient stabilized. The edi catheter was in place for less than one hour. After replacement, ventilation in nava mode continued. Neither the edi catheter nor the logs from the connected ventilator have been available for further evaluation. A review of manufacturing records for the stated batch number confirmed that all manufacturing parameters were within specified limits. According to the user¿s manual, the recommended action for the generated alarm for edi catheter error is to replace the edi catheter. Due to the lack of the replaced edi catheter and ventilator logs, the root cause of the generated alarm for edi catheter error has not been conclusively established.

Event description:
Manufacturer's ref #: (B)(4).